Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the pump was programmed to deliver tpn (total parenteral nutrition), at the rate of 3.5ml/hr,with a 20ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. It was reported that 3 hours later after the delivery was started, the pump alarmed for air in line. It was reported upon verification, the nurse noted the pump display indicated that 10.5ml and had been delivered; however, the burette was empty and air was in the tubing set "just past the cassette." The nurse stopped the delivery. The pump was removed from clinical service. The physician was notified. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).